Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. Technical services (ts) provided a review of stored episodes, noted two other untreated episodes due to oversensing of noise. The field representative was able to recreate noise with pocket manipulation and patient standing up. An x ray was performed, and it appeared like the electrode was exiting header in posterior manner and looping back around and this could be affecting the proximal sensing electrode. Ts was consulted and recommended programing this device to the secondary sensing vector and if the noise continued, then a procedure would be recommended. This sicd system remains in service. No adverse patient effects were reported.